Event description:
The lay reporter/patient emailed lfs on may 26, 2009 alleging an unspecified error message on the ultralink meter. The pt mentioned that he received an unspecified error message. It is unk whether the pt exhibited any symptoms or sought any medical attention due to the reported issue. It is also unk whether the meter is a new product (out of box) or whether there is any meter trauma. The complaint is being reported due to the unspecified error message.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.